Manufacturer narrative:
Other, other text: h10 - device evaluation results: one cadd administration set was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 16 inches and under normal conditions of illumination. No obstructions or any other workmanship defects were observed in any of the joins. The sample was primed using a pressure vessel so as to look for any abnormalities. The sample was easily connected and the complaint was not confirmed. The sample fluid passed thoroughly through the filter, tubing and luer without any issues. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the parenteral nutrition would not flow out the tubing cadd administration set. This was causing the pump to alarm (indicating air bubbles). This incident occurred with several patients. No patient injury or complications were reported in relation to this event.